Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the tunnel kept pulsating making vein harvesting more difficult, it prolonged the case and a counter incision was necessary to clip branches. The product was not changed out. There was an unknown amount of blood loss. There was no injury to the patient. The surgery was completed successfully.